Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018 the patient contacted animas alleging a blood glucose level of 23 mg/dl. The patient alleged the pump was not delivering accurately. The patient was not able to provide further information during the initial complaint. Customer technical support made several attempts to contact the reporter for additional information, and troubleshooting, without success. This complaint is being reported because a pump malfunction could not be ruled out as a cause or contributor to the hypoglycemic event experienced by the patient.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 10/22/2018 with the following findings: review of the pump history revealed the pump was in use until (B)(4) 2018 with the complaint of the alleged blood glucose excursion stated to have been on (B)(6) 2018. Review of the basal history revealed an interruption in the basal delivery occurring (B)(6) 2018 at 13:41 and resuming on (B)(6) 2018 at 14:01. Black box data from that time was not available as it had been overwritten due to continued use of the pump. A battery cap was not returned with the pump for investigation; a test cap was used to complete the investigation. The pump powered on and was exercised without any delivery issues; testing for delivery and basal history was normal. Investigation did not duplicate the complaint.